Manufacturer narrative:
Event date: (B)(6) 2016. Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that peri-stent contrast staining(pss) and decreased st-segment occurred. In (B)(6) 2016, the patient had ongoing chest pain and was rushed to the hospital for emergency treatment. Electrocardiogram (ECG) was performed and an elevated st due to anterior precordial lead was confirmed. It also showed wall motion depression of septal precordium. Therefore coronary angiography(cag) was performed based on st elevation myocardial infarction(stemi) diagnosis. Adhoc percutaneous coronary intervention(pci) was performed. Vascular access was obtained via the right femoral artery with a 6f mach1 fl4 guide catheter. The 90% stenosed target lesion was located in the mildly tortuous proximal left anterior descending(lad) artery. After anon bsc guidewire crossed the lesion, pre-dilation was performed with a 2.0x15mm non bsc balloon at 6 atmospheres. It was a diagonal branch bifurcation and a non bsc device was inserted into the inferior septal for a protection purpose of the side branch. A 3.00x24 synergy drug-eluting stent was deployed at 10 atmospheres for 15 seconds on the 1st inflation, and at 14 atmospheres for 20 seconds on the 2nd inflation. As a result 0% residual stenosis on the target lesion and timi 3 were confirmed. Occlusion in the inferior septal was resolved. It was confirmed with an opticross imaging catheter that there was no malapposition and the procedure was completed. Although low blood pressure and nsvt (non-sustained ventricular tachycardia) were confirmed right after the procedure, the patient was able to be discharged from the hospital in early may with stable condition. Although low blood pressure and nsvt (non-sustained ventricular tachycardia) were confirmed right after the procedure, the patient was able to be discharged from the hospital in early may with stable condition. In (B)(6) 2016, the patient had experienced no symptom of chest pain since then. However decreased st of v5-6 was noted during treadmill test, and also defective inferior wall was confirmed with pharmacologic stress ti. Therefore the physician suspected as either a new lesion in right coronary artery(rc)a lesion or a progress of hl lesion, so the patient was hospitalized for a follow-up cag. Because of the cag results, the pci was deferred. The physician was decided to continue dual antiplatelet therapy (dapt) for the target lesion. The patient is currently being monitored with no symptoms.